Manufacturer narrative:
The reported complaint of false pause episodes was confirmed. The false episodes were due to false r wave sensing during impedance check.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed. The patient status was unknown.